Event description:
It was reported that the customer had issues with the quick set infusion sets, having had to throw about 4 sets away. The blood glucose reading was 153 mg/dl. The customer stated that the insulin was not delivering. She complained that she felt bad and would find her blood glucose to be sky high. The customer stated that changing to a different lot number for the infusion sets seemed to resolve the issue, but then the it would stop delivering again. She treated with manual injection. Upon troubleshooting, it was found that insulin did exit the tubing during manual prime and no leaks were observed. All settings appeared to be fine. Unable to complete troubleshoot due to not having the tubing clamp. Advised customer to call back to continue troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.